Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this pacer dependent patient experienced oversensing, resulting in greater than two seconds of asystole on the right ventricular (rv) lead channel. It was reported that all lead diagnostics were within acceptable limits, with no success of recreating the oversensing with deep breathing and isometrics. It was reported that the oversensing appeared similar to diaphragmatic oversensing. The patient's nurse stated that the patient's defibrillation threshold testing was tested in least and would reprogram to least for temporarily.